Event description:
It has been reported that the device is failing self-test.

Manufacturer narrative:
Correction made to component code grid. On emdr 5232299 the "date received by manufacturer" should be 09/18/2024.